Event description:
It was reported that the insulin pump alarmed motor error, and the alarm occurred during the first bolus after prime. The displacement test was performed and failed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.